Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and her programmer. It was also reported the patient has not charged her ipg in an extended period of time. The sjm representative met with the patient and confirmed the issue. Surgical intervention may take place at a later date to resolve the issue.